Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Replaced the interconnect cable at customer request. System operates as intended.

Event description:
Customer reported, the system will no produce images. No patient injury was reported.